Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer was failed and would not close. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-feb-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer had failed to close. A field service engineer (fse) diagnosed an issue where drawer 6.2 would not physically latch and found the latch block broken. The latch block was replaced. Drawer tested good in diagnostics and application. Fse performed preventative maintenance. The system functioned as intended after the field service engineer repaired the device.